Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer treated himself with carbohydrates. Prior to the event, an alarm occurred on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.